Manufacturer narrative:
This case has been invalidated because during follow-up it was discovered that the product used was not a company product. The initial submission was sent in error.

Event description:
Material #: unknown, lot # :unknown. It was reported that the patient experienced a reaction to a sterilization product. Per email: I was texting with a friend of mine on friday about my wife having a c section and he said that when his wife had a c section about a year and a half ago, the sterilization they applied to her abdomen before cutting her open gave her a reaction. I asked if he knew what the product was since chloraprep is often used in that situation, but did not receive a response back. I figured I'd pass this along anyway even though I can't confirm what the product was that caused the reaction. Per response email: was able to speak with this person since I sent this report and they informed me that the reaction was to hibiclens (which I don¿t believe is a bd product) and not chloraprep. When I initially reported I did not have the information of what the product was. Let me know if you require any additional information.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material # unknown, lot # unknown. It was reported that the patient experienced a reaction to a sterilization product. Per email: I was texting with a friend of mine on friday about my wife having a c section and he said that when his wife had a c section about a year and a half ago, the sterilization they applied to her abdomen before cutting her open gave her a reaction. I asked if he knew what the product was since chloraprep is often used in that situation, but did not receive a response back. I figured I'd pass this along anyway even though I can't confirm what the product was that caused the reaction.